Event description:
There was an allegation of a questionable elecsys cea result for 1 patient on a cobas e 402 analytical unit. The initial result of the patient's first sample tube was 305 ng/ml. The repeat result was 2.68 ng/ml. The result from the patient's second sample tube was 2.65 ng/ml. The result from the patient's unspecified sample tube was 2.74 ng/ml. The sample was repeated after the doctor questioned the initial result. The repeat result was deemed correct.

Manufacturer narrative:
The cobas e 402 analytical unit serial number is (B)(6). The investigation is ongoing.